Event description:
It was reported that there was poor barrier separation with a bd vacutainer® cpt¿ cell preparation tube with sodium citrate. The following information was provided by the company reporter: it is reported customer is experiencing poor barrier separation. The following information was provided by the initial reporter: she is inverting the tube and then spinning at 1800 rcf for 25 minutes, and the gel does not move. She poured out the anticoagulant from another tube and poured in the whole blood from the first tube, and then spun this one. It did separate correctly.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 373360 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was poor barrier separation with a bd vacutainer® cpt¿ cell preparation tube with sodium citrate. The following information was provided by the company reporter: it is reported customer is experiencing poor barrier separation. The following information was provided by the initial reporter: she is inverting the tube and then spinning at 1800 rcf for 25 minutes, and the gel does not move. She poured out the anticoagulant from another tube and poured in the whole blood from the first tube, and then spun this one. It did separate correctly.